Event description:
Nellcor received a report that a 3.5ped tracheostomy tube broke in half while in use. Customer reported that a tracheostomy pt was in school and began choking and coughing therefore; the nurse immediately transported the pt to the local hosp. The customer reported that an x-ray was performed and x-ray results revealed that the lower part of the tube had migrated down the throat causing the coughing and choking. The pt was later transported to another hosp where tube parts were removed surgically. The customer reported that the pt is back in school and doing well however; no further info is available at this time. The customer reported that he will call back with further details when the actual sample is available for return.

Manufacturer narrative:
Add'l info will be provided in a follow up report.